Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient¿s father stated the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was indicated that the patient had to go to the hospital due to low glucose values. The patient¿s father did not provide event details. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.